Event description:
Patient was implanted with one level synex ii construct, supplemental fixation of posterior rods. Synex ii and rods were removed due to broken rods and subsidence vs. Collapse.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded; no conclusion could be drawn, as no device was returned and no lot number was provided. Synex ii central body devices are currently the subject of a medical device recall. The information provided is insufficient to determine definitive relationship to the device recall issue (in situ loss of height). The primary root cause has been identified as wear of the locking mechanism. Specifically, the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle, and the eccentric central body position.